Manufacturer narrative:
(B)(4). The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device. A visual inspection showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. This failure mode has been duplicated in engineering evaluations by clamping on large, rigid tissue. The IFU for this device warns about overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp has implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These product improvements have greatly reduced reports of this type.

Event description:
The customer originally reported that the device jaws became locked during use. The surgeon opened another device and completed the procedure with no further difficulties. The device was returned with the knife blade protruding from the jaws.